Manufacturer narrative:
Updated information: h6 clinical codes updated to include e060104 and e2321.

Manufacturer narrative:
Added: d10. Corrected: d1, d4 (serial). Access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Bradycardia/ hypotension: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old male with a history of cardiomyopathy suffered an in-hospital cardiac arrest and was cannulated for veno-arterial extracorporeal membrane oxygenation at bedside. An impella cp was added for ventricular unloading. Profuse bleeding at the femoral sheath site was noted. Systemic anticoagulation was halted due to continued bleeding from chest tubes. The patient expired after two days of support, most likely attributed to the patients underlying critical clinical condition.